Event description:
At end of procedure, an attempt was made to deflate cuff. Pilot balloon appeared deflated. The tube was removed. It was then discovered that the cuff was not fully deflated. There was no trauma to pt.